Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the upper part of the touchscreen was defective with two horizontal lines and the cursor was jumping down to the lower part of the screen. It was also noted that the media bay door latch was missing. The left and right cord bay latch was broken and the door hinge was torn. Software was noted as slow when changing between applications. The keyboard front latch base frame was broken. The upper and lower bullets were worn. It was advised that the programmer be decommissioned. If information is provided in the future, a supplemental report will be issued.